Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy with lymphadenectomy procedure, after using a clip applier while dissecting the prostate/seminal vesicles, one of the jaws of bipolar maryland forceps (bmf) was no longer attached. The detached jaw was located in the patient cavity and was removed. All white pieces of the jaw remained attached to the instrument. The bedside assistant wasn't able to straighten the bmf instrument jaws, so the bmf was removed as a broken instrument with the port and was replaced to resolve the issue. There was a delay of 10 minutes. There was no patient injury.